Manufacturer narrative:
Currently, it is unknown to what extent if any, the bard flat mesh may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of the patient's legal claim and medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient was diagnosed with stress urinary incontinence with pelvic relaxation. The patient underwent an open burch urethropexy using a bard flat mesh. On (B)(6) 2010 - the patient had an md office exam with complaints of a cystocele and feeling a bulge vaginally. The patient had a pessary placed. On (B)(6) 2013 - the patient had an md consultation regarding complaints of vaginal bleeding and some urinary incontinence. The patient also requested a pessary check. The patient reported the pessary being in for two years and the patient had never removed it to have it cleaned. During the exam, it was noted that the vagina was atrophic with ulceration on the right lateral wall. The patient was advised to leave the pessary out and to try administering a "metrogel" nightly for ten nights. On (B)(6) 2013 -the patient had her pessary removed in the office, sanitized and reinserted. The patient also complained of midepigastric and lower back pain and was wondering if she might have a bladder infection. On (B)(6) 2013 - the patient had an md appointment to follow up on vaginal irritation from pessary. Per exam notes, "no palpable mesh erosion noted." The attorney alleges a deficiency with the mesh used to treat the patient.